Event description:
Caller reported that the pump battery would not charge. Blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to try different solutions, including plugging the pump into another outlet and using a different wall adapter and charging cable, but these attempts did not resolve the issue. Consequently, technical support arranged for a replacement pump as a resolution.